Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported they were getting errors in a completed case this morning. The technical support engineer (tse) verified several errors on the universal surgical manipulator arm 3 (usm). Tse was unable to troubleshoot further. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the universal surgical manipulator (usm); however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.